Event description:
On an radiography, surgeon detected that the spool screw was unscrewed (1 year post op)

Manufacturer narrative:
Patient is asymptomatic. Surgeon retightened the screw (the screw was left in place).